Manufacturer narrative:
(B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine. Device labeling: precautions: if laser treatment, chemical peeling, or any procedure based on active dermal response is considered after treatment with juvederm ultra plus xc, there is a possible risk of eliciting an inflammatory reaction at the implant site. An inflammatory reaction is also possible if the product is administered before the skin has healed completely after such a procedure. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.

Event description:
Healthcare professional reported approx 2-3 weeks after injection with juvederm ultra plus xc in the nasolabial folds and "frown lines", pt experienced redness, swelling and "severe hardening of the skin at the area of injection". Per the healthcare professional, these symptoms spread to the medial area of the cheeks and the glabella, stating that the product "shifted outside of the nasolabial folds". Radiesse was injected concomitantly into the pt's "lateral cheeks"; per the healthcare professional, there was "no issue where these injections were placed". At this time there is no info regarding the order of injections of radiesse and juvederm ultra plus xc. Pt was prescribed "hyaluronidase and oral prednisone". Symptoms are reported as "slowly improving but not resolved".